Event description:
It was reported that atrial undersensing was noted on this right atrial (ra) lead. The ra lead was known to have dislodged two years ago, however no intervention was required. The patient has atrial fibrillation (af), and atrial undersensing was recently noted on a stored non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) provided reprogramming options, including adjusting the rhythmid criteria. This ra lead remains in-service. No adverse patient effects were reported.